Manufacturer narrative:
The actual device was not returned for evaluation. Therefore, the investigation was based on the user facility information and the device history records. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file found (B)(4) other report with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported pull out with the involved angio-seal device. The following information was provided by the user facility: the doctor did everything right as far as the steps go to load the device.; upon pulling back, he met no resistance against the vessel wall; after he pulled back, there was no anchor, collagen, suture, or tamper; they held manual pressure, and there were no complications; the patient was reported to be in stable condition; and there were no other devices or equipment used with the reported product.